Event description:
It was reported that a patient with a diagnosis of aortic valve stenosis and new york heart association functional class ii underwent an implant procedure with the evolutfx-29 on (B)(6) 2024. The patient had comorbidities of diabetes mellitus and hypertension and was receiving ongoing treatment with asa and ace inhibitors. Standard electrocardiography performed on (B)(6) 2024 showed no abnormalities. The patient was discharged home on (B)(6) 2024 with no late complications. At follow-up on (B)(6) 2025, moderate paravalvular leak (pvl) was identified, and an electrocardiogram revealed a right bundle branch block. No treatment was reported.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.